Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the patient causing pericardial effusion and chest pain. The pericardial effusion was drained. The lead exhibited an increase in thresholds and non-capture which resulted in bradycardia. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.